Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tlvh/bso due to sui. It was reported that following insertion the patient experienced pain, erosion, urinary problems and neuromuscular problems. It was reported that patient experienced mesh exposure, recurrent urinary infections and erosion. She underwent full explant of mesh on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced difficulty with bladder emptying, urgency, urge-associated leakage, recurrent urinary tract infections, urinary retention, frequency, nocturia, leakage of stool and flatus.